Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer's daughter and stated that customer had medical intervention since the last call and was currently hospitalized in the ICU. Customer went to the hospital on (B)(6) 2020. Daughter stated that customer's blood glucose when admitted had been high and she had been diagnosed with hyperglycemia; daughter also stated that customer has other health conditions. Customer's blood glucose test result when at the hospital was 846 mg/dl non-fasting.

Event description:
Consumer reported complaint for e-5 error. Daughter is calling on behalf of the customer. Customer was using expired test strips, manufacturer's expiration date of 09/28/2019. At the time of the call the customer was not feeling well; daughter did not specify the exact symptoms. Daughter was unable to troubleshoot, stating that customer did not feel well and that she was going to take customer to the hospital.